Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x2.75 mm balloon ruptured at 14 atms on the second inflation. The first inflation was also to 14 atms. The patient was asymptomatic during this event. Details regarding the lesion being treated are unknown. The physician used a 6 fr medikit introducer sheath for vascular access, a 6 fr mach1 guide catheter and a runthrough guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successefully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'stable'.